Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer, healthcare professional, and the representative. It was reported that the patient had a wire loose and the ins was no longer working.

Manufacturer narrative:
Concomitant medical products: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative via a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that patient wasn't feeling stimulation in desired area and was only feeling stimulation in pocket site. It was reported that the ins felt like it was moving. Impedances was checked and reported to be high impedance for four electrodes over >10,000. Manufacturer representative reported x-rays were taken and there might be a lead in the pocket site. Additional information was received, patient is scheduled to revision on lead and pocket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.